Event description:
Patient presented to the physician with erosion of the stimulation lead body at the neck incision site. Physician opened the neck incision in the or, clipped and removed the eroded section of the lead body, rinsed the neck incision area, and closed.